Event description:
It was reported that a malfunction occurred on the pump with a malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reoccurred.